Manufacturer narrative:
Concomitant medical products: product ID: 4968-35, product type: lead, implanted: (B)(6)2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited unipolar lead impedance warning. The ipg remains in use. No patient complications have been reported as a result of this event.